Event description:
It was reported that the device had broken door. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Continuation: (B)(6) this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced door keypad assembly, dim segment (u1,u2,u3) on display board, left/right iui(inter-unit-interface) and air-in-line assembly. Lvp (large volume pump) keypad and air-in-line recall action completed. Based on the findings, service determined that the reported issue was due to manufacturing issue of the door kit assembly. Device history record a review of the device history record showed the device had a manufacture date of 07jul2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had broken door. No additional information was provided. There was no patient involvement.